Event description:
It was reported that the right ventricular (rv) pacing lead showed loss of capture post-operatively when the patient was turned over in bed. Chest x-ray examination indicated a micro-dislodgement so the lead was explanted and replaced the same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator 2014-01-17, 4592-45 implantable pacing lead 2014-(B)(6).